Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Citation: odeh, t., pitts, l., reid, m., carroll, m., &postigo, m. (2025). Robotic-assisted bronchoscopy-guided transbronchial cryobiopsy versus transbronchial needle aspiration in peripheral pulmonary lesions. Journal of bronchology & interventional pulmonology, 32 (3). Https://doi.org/10.1097/lbr.0000000000001014. The median age was 68 years, with 41.7% males and 58.3% females.

Event description:
A review of a literature article, "robotic-assisted bronchoscopy-guided transbronchial cryobiopsy versus transbronchial needle aspiration in peripheral pulmonary lesions", was performed. A retrospective cohort study was conducted on 156 patients with peripheral pulmonary lesions who underwent shape-sensing robotic bronchoscopy-guided biopsy using both transbronchial cryobiopsy (tbcb) and transbronchial needle aspiration (tbna) for cases between the time period of april 2023 to december 2023. The median age was 68 years, with 41.7% males and 58.3% females. The article noted that during the ion procedures, post-procedural pneumothoraxes occurred in 4 cases (2.6%). Chest tube placement was required in 2 instances, but none had persistent air leaks or prolonged hospitalizations. During the assessment of the data, there were no instances of grades 3 or 4 bleeding following bronchoscopy. Per the author, there were no device malfunctions, and the ion system and/or products did not cause or contribute to any of the mentioned adverse events.